Manufacturer narrative:
System components: pressure regulating balloon: model - 72400024, lot sn- (B)(4). Pump: model- 72404127, lot sn- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to erosion that occurred from an untreated urinary tract infection(uti). A patient outcome of uncomplicated was reported.